Event description:
Additional information was received via email clarifying that there was patient involvement at the time the issue was discovered. No patient harm, injury, or adverse effects was reported. Event date was updated from unknown to 26-jan-2023.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the pump will pump once, not doing a full breath and would, then alarm and stop. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted the device was received with no physical damages. Functional testing found the pneumatics and electronics function as intended. The complaint could not be confirmed. Root cause was not able to be determined as the fault was not replicated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Installed new MRI battery. Replaced demand detector as preventive action to the customer reported issue. Performed preventative maintenance, cleaned unit and affixed new service label. Device passed all functional testing after the completed repairs.